Manufacturer narrative:
The pump was monitored for 48 hours with multiple basal rates and passed unexpected restart test. No audio/beep anomaly or blank display noted, however moisture damage was found on electronic and motor assembly. All operating currents were normal. No unexpected low battery or off no power alarm noted. The pump was received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 225 mg/dl. The customer states the display would not return after multiple new batteries. The customer was advised to remove the battery for ten minutes and clean the battery cap. After reinserting the battery back in the pump, the display did not return. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.